Event description:
It was reported "a tunneled catheter was inserted on (B)(6) 2024 in the right jugular vein. On (B)(6), the vein clamp appeared completely broken and the artery clamp half broken. The clamps were therefore no longer effective." There was no patient consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "a tunneled catheter was inserted on (B)(6) 2024 in the right jugular vein. On (B)(6), the vein clamp appeared completely broken and the artery clamp half broken. The clamps were therefore no longer effective." There was no patient consequence. The patient's current condition is reported as "fine".